Manufacturer narrative:
(B)(4). Device product code : phx. Unique identifier (UDI) #: n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left shoulder arthroplasty revision procedure due to a dislodged and fractured humeral bearing. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the operative notes. As per the operative notes of 2nd revision surgery, the surgeon reported patient was noncompliant, placed and lifted a patio umbrella then felt a pop in his left arm and x-rays revealed a dislodged and broken humeral bearing. Normal glenosphere and stem were identified. Inferior glenoid osteophytes were removed. No further complications were noted. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient non-compliance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.